Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that the silicone tip detached from a soft tip cannula during vitrectomy surgery. The detached tip was found retained in the patient's eye upon post operative follow up. Additional information has been requested. Additional information was received clarifying that the patient underwent pars plana vitrectomy, membranectomy, panretinal laser, kenalog injection and partial fluid air exchange of the right eye. Initial vision was 20/60. This was followed with partial gas bubble on (B)(6) 2016. On (B)(6) 2016 the gas bubble resolved and vision improved to 20/30 with pinhole. There is continued administration of a small amount of kenalog below the inferotemporal arcade and extrusion.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received further clarifying that the tip of the extrusion cannula was not able to be visualized until 22 days post-op when the intra-vitreal steroid was completely absorbed.